Manufacturer narrative:
The referenced report of driveline replacement is covered under medwatch MFR report # 2916596-2017-01783. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a "low speed" alarm was observed on the system controller while attached to the power module unit. The patient was asymptomatic. There was no damage at the site where the driveline had been previously replaced. The patient has been feeling well overall. On (B)(6) 2018, it was reported that the ungrounded power module patient cable was given to the patient and no further alarms have been reported. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on lvas support and no further complaints have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.